Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient developed sterile peritonitis, manifested by cloudy effluent. Information regarding remedial therapy or hospitalization was not reported. On an unreported date, the cloudy effluent cleared after the pd unit swapped the batch the patient was receiving; however, the reporter did not specifically state if the extraneal was discontinued. The patient continued pd therapy with physioneal. The reporter had attributed the event of sterile peritonitis to the extraneal viaflex; but specifically stated the physioneal was not suspected to have caused the sterile peritonitis.